Manufacturer narrative:
Per -6472 combined report. Additional information including patient activity level and medical history, post primary and pre revision x-rays, operative notes, whether the patient followed correct post-op protocol and an update on the patient post revision was requested to aid the investigation of this event, however, the reporter stated that this information could not be provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing and sterilisation records have been identified and reviewed. Review of these records revealed no product non-conformity or deviation from process that would have caused or contributed to the reported infection. Based on the available information, no further investigation can be conducted. Infection is a known complication with any invasive surgery and thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity dual mobility revision of the cocr liner, ecima insert and biolox delta ceramic head after 2 weeks due to infection.